Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a 'fatal error' was displayed on the screen, and the system entered critical override mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a 'fatal error' was displayed on the screen, and the system entered critical override mode. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not assigned to a legacy facility and had incorrect configuration settings. A technical support specialist attempted remote connection but was unable to access the station due to configuration issues. The specialist pushed a package to enable connectivity, requested a reboot, and then fixed the device name in remote smart service (rss). The component manager was re-registered, and the device settings were updated using the rss device configuration wizard. The station was restarted and verified, and a windows server update services client connectivity fix script was deployed from rss. The device became operational aside from minor hardware failures. Customer gave permission for case closure. The system functioned as intended after the technical support specialist troubleshot the device.